Event description:
It was reported by remote transmission patient presented to the emergency department with complaints of ¿not feeling right¿. T-wave over sensing (twos) was noted on the presenting strip of the ventricular lead. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator (ipg) 2011 (B)(6) (B)(4).